Event description:
During the ebus procedure needle tip has not got punched the tissue. They used second needle to complete the case. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
510 k # : k160229. Device evaluation: 1 unit of lot c1656985 of echo-hd-22-ebus-o was returned opened in its original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 13 march 2020. The returned device lab findings and observations can be referred through the attached files. The distal end of the needle was found to be kinked distally. Document review including IFU review: prior to distribution, all echo-hd-22-ebus-o devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-o of lot number c1656985 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1656985. The notes section of the instructions for use, ifu0051-8 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and "ensure the stylet is fully inserted when advancing the needle into the biopsy site" and "this device is intended for use with an olympus ebus scope". There is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet (ifu0051-8). Q.10 of the additional information also indicates that a fujifilm eb-530us scope was used rather than an olympus scope as per ifu0051-8 ¿this device is intended for use with an olympus ebus scope¿. There is evidence to suggest that the customer did not follow the instructions for use in relation to the type of scope used. Root cause review: a definitive root cause could be attributed to user error as the stylet should not be partially removed prior to advancement of the needle into intended targeted site. As the stylet provides support to the needle for puncture this would have led to the distal end of the needle to kink. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
510 k # : k160229. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
During the ebus procedure needle tip has not got punched the tissue. They used second needle to complete the case.